Manufacturer narrative:
As received, the device was at normal elective replacement indicator (eri). Analysis found that calcified blood was filling the set screw inset. The calcified blood was preventing the wrench from engaging the set screw inset to loosen the set screw. With the blood removed from the set screw inset, a wrench could fully insert into and engage the set screw inset and loosen the set screw. The presence of the blood is consistent with procedural damage to the septum in the form of a hole punched through it. The reported complaint of failure to remove the leads from the header of the device was confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device replacement due to normal end of life (eol), the atrial and ventricular leads were unable to be removed from the header of the device. The device connecter was removed to disconnect the leads. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
In the initial report, should be updated to reflect the true aware date of (B)(6) 2019 as the that is the day that the event occured. The date of (B)(6) 2019 was initially reported incorrectly to abbott.